Manufacturer narrative:
Retention and returned devices for the reported lot were tested with clinical urine samples. Results were read at 3 and 4 minutes. All devices yielded expected negative results. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. Retention and returned products performed as expected during in-house testing and could not replicate the reported complaint. Complaints are tracked and trended on a monthly basis. This test provides a presumptive diagnosis for pregnancy. A false positive result can be caused by a variety of factors and interfering substances. Please refer to the limitations and interfering substances section of the package insert. For these reasons, a secondary analytical method must be used to obtain a confirmed result.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that on (B)(6) 2019, the patient presented to the emergency department for diabetic ketoacidosis (dka). The patient was preemptively tested on the fisher sure-vue hcg stat serum/urine device and produced a positive result. The same urine sample was retested on another lot of the fisher sure-vue hcg stat serum/urine device and produced a negative result. The same urine sample was repeated on another fisher sure-vue hcg stat serum/urine device and produced a negative result. The lot number is unknown. Confirmatory testing was performed on the same day and produced a serum quant=0.3 miu/ml. There were no adverse events and no treatment was provided or withheld based on the false positive result. Troubleshooting was performed with the customer. The customer was advised on possible causes of false positives, including technique, storage, and handling.